Manufacturer narrative:
The customer reported problem was confirmed. No device will be returned per customer. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received a low battery alarm despite replacing the battery. The customer noted that they were using third party batteries. There was no patient involvement.